Event description:
A site rep reported that the vertek arm was missing a screw and not able to tighten appropriately. There was no pt present.

Manufacturer narrative:
No pt was involved in this event. H6) as reported, the handle set screw is missing. As a result, the vertek is locked up and the handle is unable to release. Directly caused event.